Event description:
While removing the ioban drape post procedure from the patient's skin, the patient suffered several abrasions of the skin, the largest being 3x1cm, with pigment loss.this drape is part of a sterile peds neuro pack put together by cardinal health. The information on the pack is as follows: catalog #sne23pn141; order #106622; mfg date: 10/20/10; exp. Date: 8/1/12. The ioban drape is processed and sterilized by 3m where it is placed in a foil wrapper. It is then placed in the unsterile pack by cardinal and put through eo sterilization.